Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient experienced increased spasticity with spasms and pain after dose titration from 50 mcg to 150 mcg. A dye study was performed and showed no leaks, rotor study displayed no movement after bolus. The pump logs did not indicate a stall. The pump was replaced. The medication being delivered via the device system was not reported. The patient recovered without sequela.